Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported leaking from the filter of a syringe tubing during an unspecified infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking from around the filter was confirmed and replicated. Functional testing showed a slow leak near the attachment site between the filter and its exit/outlet tubing. Visual inspection showed that there was no notable evidence of bonding solvent at the filter-to-tubing attachment site. The root cause of the leak was determined to be insufficient bonding solvent applied to the tubing attachment site.

Event description:
The customer reported leaking from around the filter of a syringe tubing during an infusion of d10 with an unspecified additive at 8ml/hr.